Event description:
The device migrated out of the pt's vein. The pt was a burn victim with poor vasculature. The clinician was unable to access another peripheral vein. The pt required the placement of a central line via a surgical cutdown.

Manufacturer narrative:
Summary of investigation: the complainant did not return a sample for evaluation nor provide a lot number of the complaint product without a lot number the lot specific mfg records and facility records cannot be reviewed. Mfg evaluated retain samples for this concern and have not observed any lubricant on the catheter hubs.